Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). Corrected fields: (version or model, catalog and unique identifier (UDI)). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the machine and verified the mains supply inlet fuses which are under the ok condition. Then the fse had further observed that the machine switching on batteries perfectly but when connected to mains source it get sparked from power cord connection. After that the power supply assembly was suspected faulty and it required same for testing purpose. Then the fse had further observed that the machine while switching on batteries were perfectly working but when power supply assembly was found faulty, then replaced the same with new one and rectified the fault. Then the fse had further performed all safety and functional checks successfully.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) is not working on mains supply. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.